Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. Remote monitoring data was reviewed which showed small amplitude morphology with some undersensing and oversensing of t-waves and noise artifact. The first shock induced an arrhythmia, but subsequent shocks terminated the rhythm. Elevated impedance measurements were also noted. Smart pass feature was never programmed on. No adverse patient effects were reported. The device remains in service.